Manufacturer narrative:
Covidien reference number (B)(4). The service engineer inspected the device and replaced the touchframe printed circuit board. The ventilator passed all the required testing.

Event description:
It was reported that during short self-test (sst), the touchframe display did not work. The ventilator was not on a patient at the time of the event.